Manufacturer narrative:
Block h6: device code of a0501 captures the reportable event of dilator detachment. Block h10: one mesh sleeve with dilators and association loops was returned for analysis. Visual inspection of the returned device identified that one of the dilators had become separated from the sleeve. The seal at the end of the sleeve was separated. Therefore, the reported complaint was confirmed. Based on the available information, it is likely that the "pulling" mentioned in the event description may have been excessive in nature, and thus resulted in the analyzed device condition and the reported complaint. Therefore, the probable cause selected is adverse event related to procedure, which indicates that the adverse event occurred during the procedure and the device had no influence on the event. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that an obtryx system - halo device was used during a procedure performed on (B)(6) 2021. During the procedure, "the connection between the ring blue part and the mesh sling was broken" when the mesh was being pulled from the incision. Photos of the sleeve assembly were taken during the procedure revealed that one of the blue dilators detached from the sleeve assembly. The procedure was completed with another obtryx system - halo device. There were no patient complications reported as a result of this event. The condition of the patient after the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx system - halo device was used during a procedure performed on (B)(6) 2021. During the procedure, "the connection between the ring blue part and the mesh sling was broken" when the mesh was being pulled from the incision. Photos of the sleeve assembly were taken during the procedure revealed that one of the blue dilators detached from the sleeve assembly. The procedure was completed with another obtryx system - halo device. There were no patient complications reported as a result of this event. The condition of the patient after the procedure was reported to be stable.